Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan USA alleging that her onetouch ultra2 meter displayed an inaccurate result. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2016 at 2:00pm. The patient stated that she obtained a result of "38 mg/dl" using the subject meter compared to an unknown result obtained using another device. The patient manages her diabetes with a combination of unknown diabetes medications. The patient was unwilling/unable to state if she made any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptom of "shaky" (date/time not provided). The patient stated that she self-treated with juice and insulin on (B)(6) 2016 (time not provided). At the time of troubleshooting, the csr noted that the patient did not have control solution available to perform a walk-through test, the test strips had not expired, been open for longer than the discard date or stored improperly, the patient was using the correct testing technique and the patient was using an approved sample site. The csr also noted that the patient wasn't clear or specific regarding the alleged product issue. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claimed to have developed the symptom of "shaky". Although the date/time of symptom onset was not provided, it cannot be ruled out that the symptom developed after the alleged product issue. This symptom does meet lifescan's criteria for a serious injury.